Manufacturer narrative:
Multiple MDR reports were filed for this event, please see associated reports: 1038671-2024-01471. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that approximately 140 months after a left total knee replacement procedure, the patient underwent a revision procedure to address polyethylene wear, instability, recurrent effusions. Initial surgery and revision surgery operative notes were provided. Post operative diagnosis noted wear of the implant. Patient left the operating room in stable condition. No further issues or complications were reported. No photographs or x-rays provided. No additional information is available.